Event description:
The facility stated that they received a aa4203tf toric silicone lens torn. Upon opening of the package prior to loading the lens. The staff noted cuts on the lens haptic. They closed up the packaging and returned it to star surgical. No patient contact.

Event description:
The lens tore during loading and was not used. No pt contact or injury. The reporter was unable to provide the injector and cartridge model and lot numbers.